Event description:
It was reported the device exhibited a cassette not attached error that was discovered during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found that the device had a bent latch lock, worn keypad, bad dso seal, and worn uso seal. The event history log revealed a cassette not attached properly". Alarm functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was determined the most probable cause is the dso sensor. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.